Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported a consumer was having a pocket revision due to discomfort and pain at the pocket site. The consumer had noted it hurt to charge requesting it possibly be moved to the other side. The consumer reported when she charged she felt pain and could only charge for 10 minute increments. The consumer was getting good coverage, and reprogram mentioned she was getting surges but wondered if it was just positional change. The representative reported when trying to read the implantable neurostimulator (ins) preop, the consumer felt an electric shock when the clinician programmer was reading the ins, even though the ins was turned off. When the pocket was opened up and looked on the back side of the ins, what appeared to be a burn mark underneath the header block was seen. It was confirmed that it was not dried blood or anything else, it was a burn mark. When the doctor got in the pocket and lifted the ins out, underneath, he said "there's a burn on the tissue under this battery," and it was noted there was a dark purple/black spot on the tissue and he said "this is an area on the necrotic tissue." It was noted that all that was done prior was reprogramming. Because the doctor believed it was burning the patient internally, he removed the ins and a new ins was placed in a new pocket. Additional information received from the representative reported the consumer recovered without sequela. The consumer was doing great with no pain and great stimulation.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.